Event description:
A revision surgery occurred on (B)(6) 2019, approximately one year after the primary surgery on (B)(6) 2018. According to the field representative, the glenosphere popped out. The surgeon explanted all components from the revision surgery except for the stem: 36mm centered glenosphere with screw, 3 locking screws, 24mm glenoid baseplate, and 135/145 36/+6 standard humeral cup. The surgeon replaced the humeral cup with both a 40/+3 standard humeral cup and a 135/145 reversed adapter for an extra +9mm. The glenoid components were replaced with components from a different manufacturer.